Manufacturer narrative:
Concomitant medical products: product ID: 5071-53 lead, implanted: (B)(6) 2014, product ID: 5071-53, serial# (B)(4), implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead impedance was trending up over a year and was high. There was also high impedance on the right atrial (ra) lead. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.